Event description:
It was reported to boston scientific corporation that a cre pro dilatation balloon was attempted to be used during dilatation procedure performed on (B)(6) 2024. During the procedure, the balloon was not holding its pressure. It was removed from the patient, and the balloon was tested and inflated outside of the patient, and a leak was noted. The procedure was completed with another cre pro dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g1 (MFR site facility name) has been corrected. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location. Block h11: the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination did not note any damages. Functional testing of the device found the balloon had a pinhole located approximately at 15 mm from the tip of the device, which was confirmed during microscopic inspection. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. During the product analysis, it was found that the balloon had a pinhole located approximately at 15 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the physical damage found on the distal section of the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro dilatation balloon was attempted to be used during dilatation procedure performed on (B)(6) 2024. During the procedure, the balloon was not holding its pressure. It was removed from the patient, and the balloon was tested and inflated outside of the patient, and a leak was noted. The procedure was completed with another cre pro dilatation balloon. There were no patient complications reported as a result of this event.